Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, diarrhea and turbid dialysate. The same day as hospitalization the patient was treated with intravenous (IV) ceftriaxone (1g, daily, ongoing) for the peritonitis. The cause of the peritonitis was unknown. At the time of this report, the peritonitis was ongoing and improved. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.